Event description:
During review of programming history for file (B)(4), it was noted that the device was interrogated in (B)(6)20056 at settings indicative of a faulted diagnostic test. There are no previous programming events. The programming system, physician, and date of fault are all unknown. The event date will be (B)(6) 2005. The aware date is (B)(4) 2013 as this is the date that date adjusted programming history was attached to file (B)(4).

Manufacturer narrative:
Review of programming history.